Manufacturer narrative:
The sample was not returned. Per visual examination of the pictures provided by the complainant, it was observed that the catheter had a heavy calcification inside the catheter as well as the outer surface of the catheter. The reported problem could not be confirmed since the catheter was photographed inside a plastic bag, making observation difficult. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. The instructions for use states: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that a cuff roll developed upon removal of the catheter, making it difficult to be removed. The catheter had been placed in the operating room the previous day. Attempts to remove catheter caused pain to the pt. Application of warm cloth, lubrication jelly, and uroject lido jelly were all used to aid in removal, as well as multiple deflation attempts. The pt was given hydromorphone bolus and diazepam IV prior to attempted removals. A doctor was finally able to remove the catheter. There was a very large ridge around balloon that was filled with sediment.